Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was programmed off the same day it was implanted due to a suspected air bubble in the electrode. The signal stability was reassessed and x-rays were also performed. It was also mentioned that the screening showed three acceptable vectors and upon implant, only the alternate vector was viable due to t-waves observed on the primary and secondary vectors. The patient is planned to be seen in-clinic for an exercise stress test. Technical services (ts) discussed troubleshooting is recommended and to massage the pocket to try to reproduce the artefacts. Additional information was received. The patient was seen in-clinic and a stress test was performed. A change in the morphology of the vectors was observed during the test, leading to over-detection on the primary and alternate vectors. The only usable vector is the secondary vector, so it was programmed to 2x gain. The s-ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of air bubble noise or oversensing is a known inherent risk of the product and is noted within the instructions for use (IFU), as well as the product's risk documentation. Device history record (DHR) review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of air bubble noise or oversensing is a known inherent risk of the product. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review investigation conclusion: this air bubble noise or oversensing has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling. Risk review: a risk review was completed and confirmed that the event of air bubble noise or oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was programmed off the same day it was implanted due to a suspected air bubble in the electrode. The signal stability was reassessed and x-rays were also performed. It was also mentioned that the screening showed three acceptable vectors and upon implant, only the alternate vector was viable due to t-waves observed on the primary and secondary vectors. The patient is planned to be seen in-clinic for an exercise stress test. Technical services (ts) discussed troubleshooting is recommended and to massage the pocket to try to reproduce the artefacts. Additional information was received. The patient was seen in-clinic and a stress test was performed. A change in the morphology of the vectors was observed during the test, leading to over-detection on the primary and alternate vectors. The only usable vector is the secondary vector, so it was programmed to 2x gain. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was programmed off the same day it was implanted due to a suspected air bubble in the electrode. The signal stability was reassessed and x-rays were also performed. It was also mentioned that the screening showed three acceptable vectors and upon implant, only the alternate vector was viable due to t-waves observed on the primary and secondary vectors. The patient is planned to be seen in-clinic for an exercise stress test. Technical services (ts) discussed troubleshooting is recommended and to massage the pocket to try to reproduce the artefacts. The s-ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.